Event description:
Note: this report pertains to one of two complaint alliance inflation syringes used in the same procedure. Manufacturer report # 3005099803-2011-03994 addresses the first syringe, while manufacturer report # 3005099803-2011-03995 addresses the second syringe. It was reported to boston scientific corporation on (B)(6), 2011 that two alliance ii inflation syringes were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the gauge of the first syringe was not showing the right pressure. The second device was attempted to be used, however the gauge of this syringe also did not show the right pressure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The syringe assembly and extension tube were both returned for analysis. Visual evaluation of the returned complaint device revealed no damage. Functional testing was performed; the syringe and extension tube assembly was attached to a test stopcock and was pressurized to 10atm with 35ml of water. No leaks were detected and no defects were noted that would cause gauge inaccuracy. Therefore, the complaint that the gauge indicated an incorrect measurement was not confirmed.

Event description:
Note: this report pertains to one of two complaint alliance inflation syringes used in the same procedure. Manufacturer report # 3005099803-2011-03994 addresses the first syringe, while manufacturer report # 3005099803-2011-03995 addresses the second syringe. It was reported to boston scientific corporation on (B)(6), 2011 that two alliance ii inflation syringes were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the gauge of the first syringe was not showing the right pressure. The second device was attempted to be used, however the gauge of this syringe also did not show the right pressure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.